Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. We inspected connector on lcd and no unlock keypad connector. The insulin pump was received cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that the b, act and escape keys were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. The insulin pump was returned for analysis.